Event description:
Female patient underwent a supracervical hysterectomy. Nine days later, the patient presents to ed with abdominal pain. CT showed a ringlike structure in the surgical bed. The item was removed in the ed. (It was a cup for the vcare uterine manipulator). Patient was placed on antibiotics for a developing abscess.